Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr device. The pt was discharged home and returned a couple of days later complaining of pain in the groin. An ultrasound was performed and revealed that the j-tip of the catheter had detached and was located in the iliac artery. The pt was taken to surgery in 2000 for removal of the j-tip. Surgery was successful and the pt recovered without further incident.